Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported consistent air in line which was reproduced during evaluation. The consistent air in line was verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a consistent air in line. There was no patient involvement. No additional information is available.